Manufacturer narrative:
The insulin pump had down arrow button did not respond due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion,prime test and excessive no delivery test due to no button response. The device had cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was performed. The device was returned for analysis.